Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers reference# (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed at pre-use check - pressure and flow transducer fails. The ventilator was investigated by our field service engineer (fse), the expiratory channel printed circuit board (pcb) and cassette was found to be defective and the fse resolved the reported failure by replacing them. After that, the ventilator passed all functional and safety test and was cleared for clinical use. The provided logs confirm the reported issue. The exp cassette ventilated for over 24 hours and pre use check (puc) was done without any issue before and after. Then the testing of expiratory channel pcb failed in the puc - flow transducer test. Upon further and deeper investigation at component level we couldn't find the exact cause of the failure. The root cause for the reported issue could not be determined.